Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose level did not exceed 500 mg/dl and remained within a normal range. Technical support decided to replace the pump, and the customer will continue using the current pump as backup therapy.